Event description:
It was reported that the patient fell on (B)(6) 2017, resulting in a fracture of the hip pe insert, the insert and head were revised in (B)(6) 2017. It is unknown if the explanted head is an smith and nephew device.

Manufacturer narrative:
Results of investigation: a revision surgery due to the insert dissociation from the metal cup following a fall was reported. No part was returned for investigation. No part no batch number have been communicated. The medical reports shows that the revision was precipitated by the traumatic fracture of the polyethylene insert. Based on the available information, no thorough investigation can be performed and the root cause of the reported event remains undetermined. No further actions have been initiated. Should additional information become available in the future this investigation will be reopened.